Event description:
It was reported that there was a planned procedure to implant a cardiac resynchronization therapy pacemaker (crt-p) system alongside the patient's existing subcutaneous implantable cardioverter defibrillator (s-ICD) system. However, after recognizing the s-ICD is included in the emblem s-ICD accelerated depletion advisory population, and the estimated remaining battery longevity of the s-ICD was 68 percent, the physician decided to deactivate the s-ICD and implant a cardiac resynchronization therapy defibrillator (crt-d) system instead. The s-ICD will be explanted within 3-4 weeks, after which it will be returned to boston scientific for analysis. Besides the modified surgical intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was a planned procedure to implant a cardiac resynchronization therapy pacemaker (crt-p) system alongside the patient's existing subcutaneous implantable cardioverter defibrillator (s-ICD) system. However, after recognizing the s-ICD is included in the emblem s-ICD accelerated depletion advisory population, and the estimated remaining battery longevity of the s-ICD was 68 percent, the physician decided to deactivate the s-ICD and implant a cardiac resynchronization therapy defibrillator (crt-d) system instead. The s-ICD will be explanted within 3-4 weeks, after which it will be returned to boston scientific for analysis. Besides the modified surgical intervention, there were no other adverse patient effects reported. Additional information received confirmed this s-ICD system was successfully explanted and replaced with a crt-d system. No other adverse patient effects were reported.